Event description:
Patient's one touch profile meter was reading inaccurately low. Patient described feeling numbness in the back of their head, lightheaded, dizzy, and weak at the time of concern. Patient reported obtaining reading in the "200's" on their meter before deciding to go to the hospital. Patient reported taking a few units of insulin prior to driving to the hospital. Patient is a brittle diabetic and takes insulin based on a sliding scale. Patient reported that once they arrived at the hospital approximately 1 hour later, a test was performed on the hospital meter and a result of "760 mg/dl" was obtained. Patient was treated for high blood glucose levels and an MRI test was performed. The patient reported that their symptoms were due to a pinched nerve. Patient explained that they eventually had surgery due to the severity. The customer service representative was unable to perform troubleshooting, since the patient did not have quality control supplies. Based on the information provided it is unclear if the meter contributed to an adverse event since the patient was suffering from symptoms due to a pinched nerve. However, since the meter read in the "200's" and hospital meter read "760 mg/dl" even after they had taken a few units of insulin, suggests that the meter may have been reading low. The customer serivde representative did replace patient's meter.